Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer blood glucose value at the time of incidence was 430 mg/dl. Customer also had issue with insertion site. Customer stated that they speak with their health care professional about the site issue. The device will not be returned for analysis.